Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level 500 mg/dl. It was unknown that customer had experienced any symptom at the time of high blood glucose level. It was unknown that auto mode feature was active eat time of incident. Insulin pump had blank display and turned off. Insulin pump had battery failed alarm. The contacts on battery cap were not damaged or corroded. The battery failed alarm was not received after battery change. The display of insulin pump was not returned after restart. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring =black. Customer returned pump for an alleged blank display and failed battery test alerts found on (B)(6) 2021. Allegation to high bgs noted. The pump passed the displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test. Active current test, sleep current test and self test. No blank display noted during testing. No failed battery test alerts noted during testing or when inserting a new battery. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Failed battery test alerts noted in the pump history/trace files on (B)(6) 2021 at 10:41am. Pump error 53 (line number: 5632, file number: 2005) alarms confirmed in the pump history files on (B)(6) 2021 at 10:41am. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case and label damage. Blank display and failed battery test alerts not confirmed during full functional testing or in the power management graph. However, pump error 53 (line number: 5632 file number: 2005) alarms confirmed in the pump history files on (B)(6) 2021 at 10:41am due to a software anomaly. Unable to verify customer alleged for high bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.